Event description:
Signal interference noted on ablation catheter during the case. New cable used and problem persisted. New ablator used and problem still present. Another ablation catheter used, and problem resolved.